Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem of system error 345 - thermistor disparity was unable to be reproduced. A review of the event history log revealed system error 345 - thermistor disparity messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was not determined however the ultrasonic sensor will be replaced as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). This occurred during an unspecified process step. There was no patient involvement. No additional information is available.